Event description:
Surgical procedure required: no did event cause patient's death: no major pump unit(s) involved: blood pump specific component(s) involved: internal controller malfunction other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): other interventions, specify other intervention : switch of mode to fixed rate increased to comp pt side.

Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: internal controller malfunction